Manufacturer narrative:
The investigation showed that the cap was not fixed straight on the body, therefore the seal between the rubber ring and the inner knife is not guaranteed since the bubbles are formed by the instrument during the surgery which can lead to microbial infection, this complaint is concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (B)(4). Details of this activity were discussed with (B)(4) office of compliance (B)(4) during a tele-conference on 05/31/2017. All available information has been disclosed. This complaint has now been closed.

Event description:
We had problem with 1 vitrectoom. Little air bubbles came from this vitrectoom. This vitrectoom is an ordinary 8000 cpm that comes from the pack. A tdc vitreous was handed to the surgeon so that he could do the surgery and did not have to open a new pack.